Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that for probably the past 4 months their controller has not been working properly. Caller stated that the controller will not hold a charge and will shut their stimulation off without them even being around it. Caller added that one time the stimulation went down to 3 and they never have it that low. Caller added that when they try to recharge the implant, the controller goes blank and they have to take the battery out. Caller spoke to a rep and was told to call for a replacement controller. Caller did not have the controller with them at the time of the call. Caller will call back with the controller. When asked for event date, caller stated it's probably been 4 months.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back with equipment to further troubleshoot. Patient mentioned they got a message to call medtronic when charging their implant yesterday and they reset the controller. Patient mentioned the controller battery would go dead fast. Agent instructed patient to check for damage; no visible damage to li battery pack pins, recharger and controller port. Patient commented top left controller compartment pin was bent back. Patient stated the recharger connects loose into the controller and wiggles. Agent walked patient through resetting controller; controller showed 50% and implant 90%. Agent instructed patient to start a charge session; implant recharging with excellent quality. Patient mentioned they had surgery scheduled to replace the implant and will have to reschedule. The issue was not resolved. A request was sent to repair to replace the controller and li battery pack.